Event description:
It was reported that the right atrial (ra) lead dislodged one day post implant. The right atrial (ra) lead was repositioned and remains in use. No patient complications have been reported as a result of this event.